Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that two leds on the middle digital on the bottom row were not working properly. The green leds are not working properly. Other than the leds, it is functioning properly. No consequences or impact to patient were reported

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During this testing the unit was able to power on using both ac and battery power. The device was operated to obtain measurements and alarmed both audibly and visually under alarm conditions. The charging led indicator on the docking station would stay illuminated for approximately 1 hour and 30 minutes before shutting off. It was determined that the returned battery was unconditioned and thus could not charge to an acceptable capacity. A full battery discharge was performed and then the battery was charged overnight, this appears to have restored the battery to an acceptable capacity as well as giving a better indication of battery life.